Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the cardiomessenger was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. During the analysis of the cardiomessenger the observation could be confirmed. The usb charging port of the cardiomessenger showed signs of heating and the device would not turn on. The heating damage could be traced back to a contamination of the usb socket. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Cardiomessenger port has scorch marks with slight melting but is still able to connect to cell tower. Patient is not compliant for use of cardiomessenger. No adverse patient events were reported. Should additional information become available, this file will be updated.